Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: bi, y., yu, z., chen, h., ren, j., & han, x. (2019). Long-term outcome and quality of life in patients with iliac vein compression syndrome after endovascular treatment. Phlebology: the journal of venous disease, 34(8), 536¿542. Doi: 10.1177/0268355518825090.

Event description:
It was reported in an article from the journal of phlebology titled " long-term outcome and quality of life in patients with iliac vein compression syndrome after endovascular treatment " that for iliac vein compression syndrome fifteen patients underwent balloon dilation and stent insertion (group a) and 13 patients received anticoagulation treatment, thrombolysis, or balloon dilation without stenting (group b). After one week of stent placement, stent occlusion was identified in one patient in group a. The status of the patient and intervention details were not provided.